Manufacturer narrative:
The instrument has been investigation. The field svc engineer (fse) evaluated the instrument and found dried serum on the tip clamp and sleeve int he reported problem area of the pipette assembly. The oss module a1 summit power pcb was replaced. The instrument was cleaned, insp, tested without further problem, and returned to svc.